Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage on the electronic assembly. The pump had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 131 mg/dl at the time of incident. The customer stated that the pump had fluid under the screen. She stated that she worked out a lot and the pump could have been exposed to perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.